Event description:
The user facility reported to terumo cardiovascular systems that prior to vein harvesting procedure, during set-up, the endoscope displayed a blurry picture. The product was changed out. There was no pt involvement as this occurred during set-up. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device, and upon investigation the complaint was confirmed. Inspection of the endoscope found that the event was caused by internal lens breakage, which resulted in a blurry visual field. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All info has been placed on file with quality management for tracking, trending, and follow-up.